Event description:
New information noted that the right ventricular lead was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.